Event description:
The user reported that during a percutaneous coronary interventional procedure the pressure gauge on the inflation device did not respond to applied pressure and remained at zero. The user confirmed under fluoroscopy that the balloon was being inflated. No harm or injury was reported.

Manufacturer narrative:
The evaluation has not been completed. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.